Event description:
It was reported that during an unk procedure, the balloon of the quantum detached. The physician advanced the catheter to the posterior tibial artery and resistance was encountered. He did not like the placement of the balloon catheter and attempted to remove. During removal, the balloon detached. The balloon catheter shaft was removed and the physician retrieved the balloon segment with a snare. The procedure was completed with another quantum maverick monorail balloon catheter. There were no further reported pt complications. Pt status listed as "good".